Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where 5 infusion sets fell off on 19-jun-2024, 23-jun-2024, 25-jun-2024, 26-jun-2024 and 28-jun-2024 during use. Infusion set was used for 2 days.the blood glucose level was 8 - 18 mmol/l at the time of events. Patient replaced infusion set and resumed insulin successfully no further information was available.